Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issues of foreign matter and label content missing were not confirmed upon inspection of the photos. However, scale marking issue was confirmed from the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd syringe 3ml ls 23g 1in tw had foreign matter syringe was used to withdraw the vaccine (hexaxim) and notice that the printing on the syringe smeared and suspected to went into the syringe where black particles found in the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.